Event description:
It was reported that a pt underwent a sling procedure and a mirena coil implantation of 2005. The pt had a very restless night following the procedure and could not sleep. The pt could not breathe properly and felt very weak. The pt was taken for a short walk, collapsed in the hallway and was taken back to bed. The pt was diagnosed with a pulmonary embolus and a collapsed lung. The pt was put on oxygen, heparin, and then once stable, warfarin. After being sent home, the pt experienced months of continuous bleeding, which was thought to be the mirena coil so it was removed on an unk date. The bleeding persisted monthly. The bleeding was described as "pouring " every month for a minimum of five days then dying off to heavy bleeding which could last up to two weeks, with weakness, pain in the lower abdomen, lower back, and right buttock. Two months after the procedure, the pt was diagnosed with diabetes type two. The pt suffered slurred speech, continuous weakness, and extreme tiredness. The pt has undergone lengthy testing during the following two years which includes MRI's, scans, continuous blood tests, and monthly appointments. Nearly two years after the procedure, the pt was diagnosed with myasthenia gravis. A mesh erosion to the vaginal wall has now appeared recently with possible bladder erosion also.

Manufacturer narrative:
Mesh erosion occurred. Collapsed lung occurred. Slurred speech. Pt myasthenia gravis occurred. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of batch mfg records was conducted and the batch met all finished goods release criteria.